Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller planned to reset the pump and follow up if the issue persisted.